Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported during an atrial fibrillation case, a "worsening" pericardial effusion was noticed. Caller believes that the effusion may have been present at baseline, but they were unable to confirm the information. Caller noted that they had not gone transseptal to the left side of the heart. Caller reported the pericardial effusion was both discovered and confirmed by intracardiac echo. Caller reported that the medical intervention provided was a pericardiocentesis and 350 cc of fluid was removed. Caller also reported that the physician stated that they were not sure what was the root cause of the issue. The adverse event was discovered during the use of biosense webster products. The physician was unsure of the root cause of the adverse event but believes that it was most likely due to the insertion of the brk transseptal needle (abbott). A transseptal puncture was not performed during the procedure but the needle was inserted into the body. A pericardiocentesis was performed during the procedure. The patient had fully recovered (no residual effects). As far as the caller is aware there was no extended hospitalization. The patient has a small effusion prior to ablation that worsened during the procedure. Ablation for typical atrial flutter was performed. There was no evidence of steam pop. The worsening effusion was noted during the ablation phase. Recommended flow settings were used. No errors were observed on biosense webster equipment during the procedure noted. All force visualization features were used (graph, dashboard, vector, visitag). Visitag parameters were 2mm for 3 seconds, fot of 25% for 3g, and 3mm tags size. Respiratory adjustment was engaged. Color option was impedance drop.